Event description:
Valve was implanted 1/1999 and revised 2/1999. Pt was complaining of severe headache. After a spinal tap, surgeon felt that valve was too high in pressure level or was occluded or was not functioning correctly. He explanted the level 1.5 and implanted a level 1.